Event description:
It was reported that at the user facility, the device was found to be disassembled. No clinically significant delay, no patient impact, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During service at the manufacturer, the service technician was able to duplicate the reported disassembly symptom, attributable to the dislodged retaining ring observed during the device inspection. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that at the user facility, the device was found to be disassembled. No clinically significant delay, no patient impact, no medical intervention and no adverse consequences were reported with this event.